Event description:
The reporter contacted animas on (B)(6) 2011 alleging the keypad was worn. Animas customer support made several attempts to contact the reporter in follow up with no response. No further information was available.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. None of the keypad buttons had normal spring back or click. On testing, all the keypad buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.